Manufacturer narrative:
Per the customer, qc prior to the event was within lab-established ranges. Qc was not run after the event. A field service engineer (fse) was dispatched and performed preventive maintenance (pm) on the unit and performed ise modifications. The fse verified instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 pro synchron chemistry analyzer was generating false high sodium (na), potassium (k), chloride (cl), and calcium (calc) results on two (2) patient samples. The erroneous results were not reported out of the laboratory. The samples were rerun in another laboratory producing lower results, which were reported out. There was no affect to patient treatment in this event.